Manufacturer narrative:
E1. (B)(6) clinic: noting due to character limit. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Other evaluation findings including the following: the bending in the up direction and the play of the upward/downward knob were out of standard value due to wear of the angle wire; an abnormal sound was made due to damage of the upward/downward knob; the adhesive on the bending section rubber had a chip; the water removal ability did not meet the standard value due to clogging of the nozzle; the suction connector was dirty due to water leakage; the control unit, the suction connector, the right/left knob, the scope cover, the switch box, the grip, the light guide lens, and the objective lens were discolored; the light guide lens had a crack; the indication on the flexibility adjustment ring was unclear; and the suction cylinder was shaved. Lastly, there were scratches on the following parts: the upward/downward knob, the forceps elevator knob, the forceps elevator lever, the suction connector, the scope connector cover unit, the universal cord, the image guide protector, the flexibility adjustment ring, the grip, the scope cover, the plastic distal end cover, the switch box, the right/left knob, the control unit, the connecting tube and switch#1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost eight years since the subject device was manufactured. Based on the results of the investigation, the e315-scope communication error was most likely caused by failure of the image sensor unit or failure inside the video connector. However, the root cause of the events could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope gave an e315-scope communication error code. The diagnostic procedure was completed with a 30 minutes delay. There was no report of patient harm.